Manufacturer narrative:
Additional information (30-jan-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data logs and the information provided by the customer. Quality control (qc) was within expected ranges at the time of the event. No other patient samples were affected and no similar events with other high-sensitivity troponin I (tnih) patient samples were observed. No product non-conformance was identified with the high-sensitivity troponin I (tnih) assay or the dimension vista 500 system. The cause of the event is unknown. The customer is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00015 was filed on 18-jan-2023.

Event description:
A discordant falsely elevated high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension vista 500 system. The falsely elevated patient result was not reported to the physician. The same sample was reprocessed on the original instrument and lower result was obtained, considered correct, and reported to the physician. The lower result matched the prior initial result obtained on the same sample on the original dimension vista 500 system. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated high-sensitivity troponin I (tnih) result.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated high-sensitivity troponin I (tnih) patient sample result obtained on a dimension vista 500 system. Siemens is investigating the event.